Event description:
"Clinician was instrumenting on tooth #14 when the file separated. File was not able to be removed, and a follow-up appointment was to be determined and the patient was referred to a specialist for retreatment ((B)(6) 2022). Follow-up from dr. (B)(6) on (B)(6) 2022 (two weeks later) was that the patient opted for extraction due to cost. Dr. (B)(6) also stated that he had gained patency with an edge endo #10 k-file and acknowledged he was at fault for using improper torque settings."

Manufacturer narrative:
The medical device problem code on h6 is set at #1126 due to the dentist (user) acknowledging that he used the wrong torque settings. The fault was not on the manufacturer. Manufacturer IFU/dfu clearly states the proper speed and torque settings to be used with every device.